Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, painful, failed inferior vena cava (ivc) filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, painful, failed inferior vena cava (ivc) filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Describe event or problem: according to the medical records, the patient underwent the filter implantation procedure as the patient had an upcoming neurological procedure for arnold-chiari syndrome and was high risk for pulmonary embolism (pe). The filter was deployed below the renal veins without any reported complications. Per the medical records, the patient had some complications from her neurosurgical procedure therefore the filter was left in place for two months. The following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter percutaneously three months and twelve days post implantation. The patient also reports to be suffering from stress and anxiety. During the attempted removal procedure, the top of the filter would not collapse and the patient complained of severe back pain. Therefore the physician aborted the removal procedure. As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent the filter implantation procedure as the patient had an upcoming neurological procedure for arnold-chiari syndrome and was high risk for pulmonary embolism (pe). The filter was deployed below the renal veins without any reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, painful, failed inferior vena cava (ivc) filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient had some complications from her neurosurgical procedure therefore the filter was left in place for two months. The following additional information received per the patient profile form (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter percutaneously three months and twelve days post implantation. During the attempted removal procedure, the top of the filter would not collapse and the patient complained of severe back pain. Therefore, the physician aborted the removal procedure. The patient also reports to be suffering from stress and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and back pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.